Manufacturer narrative:
H3 device analysis: analysis found that the battery was not in new condition as it failed the final functional test, a scratched connector module and shield/can was found, and it was found that the setscrew was backed out too far, but no significant anomalies were found. Analysis determined that the implantable neurostimulator (ins) was functional with good stable output. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the next step to turn the implantable neurostimulator (ins) on in the hospital and not touch the patient programmer after anymore was not tried. The decision has been made to replace the device for a new ins. The rep received this info and the explanted device today ((B)(6) 2023) and will send it in for analysis. The issue has been resolved by the ins replacement. Additional information was received from a manufacturer representative (rep). It was reported that the patient had a severe falling accident around christmas 2022 and since then, he has suffered episodes of spontaneous going on and off of the ins without using his patient programmer. Troubleshooting performed included reprogramming in the hospital, replacing the patient programmer, advising to put the patient programmer away in a desk drawer to prevent the stimulation from accidentally being put off. In the end, nothing helped and it was decided to replace the ins; the issue is now resolved. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the next step to turn the ins on in the hospital and not touch the patient programmer after anymore will be tried. If this fails, ins replacement will probably be the next step and the ins would then be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient fell down the stairs around christmas. The patient experienced increase in pain that was previously controlled with the spinal cord stimulation (scs). Stimulation appeared to have been off for at least 30 days. Stimulation was turned on again on (B)(6), and was on for a few days. After that, for unknown reasons, the stimulation was turned off again for a while. Sometimes the stimulation was on and sometimes off. The mdt data report showed no abnormalities in impedance values and no power on reset (por). The session report showed that the stimulation was not used on some days and that other days the stimulation was only used for part of the day, and that the ins/therapy was turned off and on manually on a regular basis. The patient was seen at the hospital and the patient programmer and antenna were replaced but did not resolve the event. The patient emphasized again that he really was not turning off the system manually. That he has the patient programmer away from the ins more often and that he feels the stimulation well when it was on. Still turns off by itself several times a day. Additional information received reported that session and data reports showed no anomalies. It was unknown if the fall affected the device. No cause has been identified. The next step was to turn the ins on in the hospital and not touch the patient programmer after anymore. The issue was not resolved.